Manufacturer narrative:
Concomitant medical products: product ID: 977c265 ; serial# (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4) , ubd: 08-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they are wanting to do stat thoracic MRI to rule out potential epidural hematoma. Pt developed pain all over after having spinal cord stimulator (scs) system implanted recently. Caller has information that pt got a new 97715 scs system placed. Technical service (tss) reviewed past scs system that appeared inactive. Caller doesn't have any further details but just knows that pt had scs system implanted very recently, possibly today. Post paddle implant (same day) patient complained of severe pain, numbness, and weakness in ble. Hcp decided to emergently remove system following day. Issue is not resolved because patient continues to have pain, weakness, and numbness. The day after paddle implant, hcp emergently removed system. Per physician¿s pa, some stenosis and a small hematoma was found around the paddle lead.